Manufacturer narrative:
Insulin pump passed displacement test. Hardware low level alarm noted during self test and confirmed in insulin pump history (variable info = 3) due to broken trace at pin on u1 keypad assembly. Insulin pump received with cracked keypad overlay at select button. Insulin pump received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was performed self test and it was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.